Event description:
It was reported that the touchscreen had issues. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the touchscreen was not responding intermittently. It was reported that the unit was running for a while, and he did not observe any issues. It was reported that the touchscreen was calibrated, and it passed successfully. The issue was not duplicated. The touchscreen was replaced as a preventative measure. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The touchscreen assembly was returned analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The resistance measurements and resistance ratio tests passed. The reported complaint touchscreen failed was not duplicated. There was no fault found on the returned touchscreen assembly.